Event description:
The customer reported that the therapy knob was loose and that the post behind it was receding into the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.